Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. This lead exceeded the maximum attempts for positioning due to inadequate capture in the original placement. This rv lead was replaced and returned for analysis. No adverse patient effects were reported.